Event description:
This complaint is reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. The 100% stenosed totally occluded target lesion being treated was located in the severely calcified and severely tortuous left circumflex (lcx) artery. After successfully implanting a stent in the right coronary artery, pre-dilation with a non-bsc 2.25 x 20mm balloon catheter was performed. A 2.75 x 20mm promus element sds was advanced and was unable to cross the lesion. The promus element sds was removed. The procedure was completed with a non-bsc stenting system. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. The stent was pinched in two areas. The tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon was tightly wrapped and was not subjected to any positive pressure. No issues were noted with its profile that could have potentially contributed to the complaint incident. Kinks were identified throughout the entire length of the hypotube and in the inner lumen. This type of damage is consistent with excessive force being applied to the delivery system and excessive force being applied during guidewire removal. A kink was identified in the midshaft approximately 20mm proximal from the port. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).